Event description:
Broke instrument broke during procedure

Manufacturer narrative:
Your report described the concern as "broke." The effected instrument was received for evaluation. After an extensive investigation it was observed that the instrument exhibited oxidation along the fracture point, which indicates that it had been cracked prior to this incident. The dark discoloration was a deep pit that made the cross section smaller and weaker. This reduced cross section was not able to withstand the applied load during use. Careful examination of the instrument as directed in our instructions for use, which was provided with this component, should have prevented it from being in service prior to failure. The device history record and non-conformance trends also have been reviewed. There are no records of similar or related incidents. Since the root cause was not associated with the design, manufacturing, materials, or craftsmanship of these instruments, an internal corrective action will not be initiated. Additional training was provided to staff within your facility to ensure proper identification of product condition or defect issues prior to their use and potential failure. This training was completed on (B)(4) 2011.